Event description:
Rptr received a telephone call from pt at 530 am stating she noticed a "leak somewhere". The connection closest to pump (taped) was saturated. Rn instructed pt to disconnect chemotherapy and flush line. Pump, bag, and pouch to be left intact for retrieval by driver.